Event description:
This is the 2nd patient of 2 patients who had an ercp connected with scope #26. Tjfq180 2405026. After an extensive epidemiologic and microbiologic investigation of all cre patients, a cluster of patients were identified - klebsiella pneumonia. These were highly related to each other suggesting a common source. Further investigation determined that the procedure ercp was highly related. Ercps performed between an approximate three month time span. Two of the 8 patients were related to scope tjfq180 2405026. Manufacturer response for (B)(4), (brand not provided) (per site reporter): not known.